Event description:
Endo path stapler was being used by surgeon during a bowel resection to re-anastomose bowel. During use, the stapler stapled but would not release. The ethicon rep was called walk the surgeon through the release. The rep called the company emergency hotline for add'l instructions. A second stapler was opened to determine how to disassemble it with the ethicon rep on site. The stapler was cut with a drill in order to remove it from the bowel. The total time the stapler would not release was approximately 3 hrs. No add'l bowel resection was required at the time of the event.